Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the patient's skin was burned after the device was used. Additional details have been requested.

Manufacturer narrative:
Based on additional information which indicates that the injury was a 1st degree burn (reddening) which is unpleasant, but is a common side effect of cardioversion therapy with defibrillators (ambler, 2004). Other than ointment, no other medical intervention was required. Given this information, the injury does not meet the criteria for a life-threatening, serious injury. No further assessment is required. The fse evaluated the device on site. They performed the operational test, loading and unloading test and the equipment did not present any failure. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The device was returned to service. The investigation concludes that no further action is required at this time.